Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was around 600 mg/dl at time of event. Elevated blood glucose was addressed with a manual injection. Customer changed pump supplies to address the issue, but occlusion recurred. System check was performed with tandem technical support and no issues were identified. Customer ultimately reverted to an alternate method of insulin therapy.